Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received a no delivery alarm during the fill tubing process after she had done a complete set change. The customer's blood glucose was 118 mg/dl. The customer removed the battery from the insulin pump, reinserted the same battery and received a failed battery test alarm. The customer was able to clear the no delivery alarm and fill the tubing on the insulin pump. Troubleshooting was done. The customer's insulin pump did not alarm no delivery. Advised the insulin pump was working as designed. Advised to monitor the insulin pump and call back if needed. Nothing further reported.